Event description:
It was reported that in a follow-up visit both system and normal mode diagnostics resulted in high lead impedance. Patient does not recall any trauma or manipulation to the device and x-rays were scheduled to be taken. At the moment, the root cause of the high lead impedance is unknown as the patient has been programmed to 0 ma output current. Good faith attempts to obtain product information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.